Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information the device was explanted and replaced due to the tip of the catheter broke when the nurse tried to remove the catheter from its packaging. No clinical consequences as the problem occurred before catheter insertion.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 10137858. Documentary investigation was done and no issue were registered during production. Without sample we cannot define the root cause of this issue. Checking the quality database revealed one change control possibly in connection with the described defect: "packaging - addition of longitunal precuts" opened on september 2013 and closed on january 2014. Since implantation of change control tw (B)(4), it is strongly recommended to use longitudinal precuts. Transversal precut is not recommended and should be used with great caution. On march 2025, the quality team performed tensile test on folysil tips to check the conformity of tip hold. The tests were done folysil ch18 received sealed and sterilized from our stock. For folysil ch18, the technical specification minimum expected for tensile test on catheter part: tip ch12 = 20n. The results are between 32 and 70n with a mean at 60n so the results showed our glueing step was in accordance with our specification. A similar case study was performed based on folysil product defect: tip tore over last four years, 40 similar cases were found.

Event description:
According to the available information the device was explanted and replaced due to the tip of the catheter broke when the nurse tried to remove the catheter from its packaging. No clinical consequences as the problem occurred before catheter insertion.